Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was explanted in (B)(6) of 2025. The date (B)(6) 2025 is considered an approximate date of pump explant (specific month and year known only). Factors that may have led or contributed to the pain at the implant site were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was initially received on (B)(6) 2024 from a patient and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine with concentration 1 mg/ ml at a dose rate of 0.750 mg/day via an implanted pump. The patient reported symptoms of sweating profusely, increasing back pain, and overall, malaise. The patient reported that the symptoms developed overnight. The patient had previously been feeling "great" after having their pump implanted on (B)(6) 2024. The patient was directed to go to the emergency room (ER); this is when they shared that they were currently out of the country in (B)(6). Again, the patient was directed to go the emergency room. The national answering service was utilized to attempt to find a local representative. The patient did follow up that they did go to the ER and was given medication to bridge their symptoms until they could be seen by their provider in the united states. They were urged to follow up with their physician as soon as they return home, and the patient had confirmed that they would. The patient denied any falls or trauma. The patient also denied any change/increase in activity post-surgical procedure. The issue was not resolved. The patient was alive and no injury. Additional information was received from a company representative on 2024-dec-26. The patient was seen in the clinic where the pump was interrogated. In the patient logs, there were no abnormal events. Additional information was received from a company representative on 2025-jan-05. The only surgical intervention that occurred was the initial implant surgery the patient had underwent. The patient did have a follow-up appointment with their physician scheduled for (B)(6)2025. Additional information was received from a healthcare provider via a company representative on 2025-jan-16. An ultrasound of the site was completed and no abnormalities was indicated. The physician had reported that the patient had been seen in the emergency room twice since the clinic update for this concern and reported procedure site pain. The patient was treated in the emergency room and given a pain prescription. Regarding the sweating, back pain, and malaise, it was found to not be associated with the infusion system. Additional information was received from a foreign healthcare provider via a company representative on 2025-jan-23. Regarding the procedure site pain, it was further reported that the patient had been seen in the clinic afterwards for follow-up care and the issue was currently resolved as of (B)(6)2025. Additional information was received form a company representative on 2025-jan-29. The patient had their pump removed due to pain at the implant site.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2024: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.